Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment with vancomycin, (inj) injection (2 g, for 5 days, route and frequency not reported), fortum, inj (1 g, everyday, route not reported) and "heprine" (coded as heparin) (25000 iu, 5 ml, three times a day, route not reported). At the time of the report, treatment was ongoing. The outcome of the peritonitis was unknown. At the time of the report, dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up MDR will be submitted.